Event description:
Foley in place to be discontinued. Attempted to deflate foley balloon for removal. Foley unable to be removed and the patient appeared to be in discomfort during removal process. Md notified. Ultrasound results confirmed it was in correct place. Foley was successfully able to be without with rn holding pressure site at connection for balloon and the catheter. Upon inspection of the balloon after removal, it was unable to be fully deflated. They appeared to be some excess plastic at the tip of the catheter itself which was what was causing the difficulty in removing it. FDA safety report ID # (B)(4).